Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector on the ilet cartridge interface snapped, and the patient was initially unable to remove the cartridge from the chamber; later the patient was able to remove the cartridge and change supplies without difficulty. Symptoms included no blood glucose impact and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed a transient mechanical difficulty related to the cartridge connection that resolved with standard handling, with no device performance impact observed. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique or handling.